Event description:
It was reported that the pt expired in 2008. It is unk if the pt's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.